Event description:
The original implant operative report from (B)(6) 2012 states the valve was implanted with no difficulties, and tee revealed the valve to be well seated with no insufficiency. The explant operative report of (B)(6) 2012 indicates possible thrombosis on the prosthetic aortic valve. The valve was replaced with same model and size bioprosthesis. Patient medical history: hypertension, atrial fibrillation, aneurysm of the splenic artery, (B)(6), tia x2 in (B)(6) 2012.

Event description:
It was reported by hospital that an aortic bioprosthesis was explanted after an implant duration of approximately 4 months due to aortic regurgitation, and replaced with same model and size aortic valve. The initial reporter indicated "the leaflets weren't working properly". No additional information was provided regarding this event. Medical records were requested but have not yet been provided by the hospital.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, leaflet 1 was pushed outward on the outflow aspect. When leaflet 1 was pushed inwards, no gaps were observed. Commissure 1 appeared bent towards the coaptation region, as observed in the xray. Minimal to moderate host tissue was observed on both stent inflow and outflow aspects. Moderate to heavy host tissue was observed on the tissue inflow, it encroached into the orifice by 5mm on leaflet 1 and 6mm on leaflet 2. No visible calcification was observed. Multiple attempts were performed to obtain medical records such as the original implant report of (B)(6) 2012, the explant report of (B)(6) 2012, discharge summary, and patient medical history. No additional information or records have yet been provided by the hospital despite multiple attempts. Moreover, echocardiography has not yet been provided, and the performance of the valve in vivo could not be evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without additional information from the hospital, the root cause of the reported regurgitation leading to this explant cannot be determined. Device evaluation indicates some interference by host tissue overgrowth (pannus), and deformation of the bioprosthesis which may have occurred at the time of explant. Additional information will be provided once available.

Manufacturer narrative:
Additional manufacturer narrative: the explanted valve was forwarded to edwards (B)(4) for additional evaluation, and results indicate the following: leaflet 3 appeared to be lower at the coaptation edge with respect to the other two leaflets in air. Fibrin-like depositions were evident at all three commissural areas from inflow side perspective. A fibrin nodule approximately 4 x 5 mm was observed to be attached the cusp near the assembly line of the inflow side of leaflet 2. A strip of host tissue approximately 2 x 10 mm, consisting primarily host fibrotic tissue (pannus) and fibrin, was observed to be adhered to the inflow side of leaflet 1 near commissure 1, which appeared to be associated with the abnormality of the leaflet. X-ray imaging showed that the bioprosthetic wireform appeared to non-circular, presumably occurred during the explantation of the device. No leaflet tissue calcification was evident. As the medical records have been provided and reviewed, there is no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.